Manufacturer narrative:
Block d6b: explant date is estimated based on aware date of the event. Device analysis performed on the returned ipg revealed normal device characteristics during external visual inspection. A sterilization record review did not find any anomalies that could have contributed to the event. A labeling review was conducted which determined that infection is a possible surgical procedural risk with implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an infection at the implantable pulse generator (ipg) site. Therefore, the patient underwent an explant procedure during which the ipg was explanted. There were no reported patient complications postoperatively. No further information was able to be obtained.

Manufacturer narrative:
Block d6b: explant date is estimated based on aware date of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an infection at the implantable pulse generator (ipg) site. Therefore, the patient underwent an explant procedure during which the ipg was explanted. There were no reported patient complications postoperatively. No further information was able to be obtained.